Manufacturer narrative:
During evaluation, the reported issue was confirmed; the bending section cover adhesive had a pinhole and was no longer water-tight. In addition, the adhesive was chipped. The visual examination found the distal end was scratched, the connecting tube was wrinkled, the connecting tube was dented and buckled, and the electrical connector was sticky. Functional testing determined the bending angle in the up direction did not meet with specifications; this was caused by a worn angle wire. There was an abnormal sound when the directional knob was turned; this was caused by a damaged angulation lever. Finally, the image was foggy; this occurred due to damage to the charge coupled device. The image showed a flare due to a damaged objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis lucera bronchovideoscope had defects in the bending tube and angulation function. The device was returned to olympus for evaluation. During evaluation, the insertion section's coating was peeling; the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Event description:
The device malfunction occurred during the procedure. The procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5. A review of device history record and historical complaints was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. 3.4 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.